Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was not receiving data from meter. It was also reporlted that batteries was not lasting in insulin pump. Customer's blood glucose was over 400 mg/dl and had high ketones, and was almost in diabetic ketoacidosis. Caller declined troubleshooting for high blood glucose.